Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The ECG data from the event was reviewed and found that the analysis event consisted of three segments with the first two segments returning as shockable. The underlying rhythm showed a wide complex organized rhythm of low amplitude and rounded peaks. The atypical morphology resulted in a lowering of normalized amplitude and an increase in the number of detected peaks. The logic criteria categorized the rhythm as shockable based on this information. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.